Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 2 devices were received. 13 device investigation types have not yet been determined. Event confirmation status: 2 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by internal corrosion. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 15 previously reported events are included in this follow-up record. Product return status 10 devices were received. 5 devices were not available for evaluation. Event confirmation status 10 reported events were not confirmed. Evaluation results 9 devices were found to be affected by internal corrosion. 1 device had no problem found.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 previously reported events are included in this follow-up record. Product return status 10 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 10 reported events were not confirmed. Evaluation results 9 devices were found to be affected by internal corrosion. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 events were previously reported during the reporting quarter; however, - 3 previously reported events were included under MFR report # 0001811755-2020-00293 but should be included under this report. - 18 previously reported events are included in this follow-up record. Product return status 13 devices were received. 5 devices were not available for evaluation.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. - 15 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.